Event description:
It was reported during a routine check performed by service technician (B)(6), the cs300 has display issue. No patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and confirmed display changed to a red hue, then went black but didn¿t shut down. To fix the issue, the fse replaced the lcd display and pcb color video board, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.